Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 4 mm. Severe paravalvular leak (pvl) was noted due to large calcification visualized on the non-coronary cusp. After a 10 minute wait, severe pvl still persisted. A balloon aortic valvuloplasty (bav) was performed with a 24 and 26 mm balloon with the result of moderate pvl. A second valve was implanted at a depth of 2 mm below the first valve and moderate paravalvular leak (pvl) was noted. After a 10 minute wait, no improvement was seen. Another bav was performed, that improved the pvl to low moderate. The patient was hemodynamically stable post procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pr e-existing patient conditions. The observed paravalvular leak was most likely due to patient anatomy, as large calcification was visualized on the non-coronary cusp, as it was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.